Manufacturer narrative:
(B)(4). The device was subsequently returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Microscopic visual inspection revealed a fracture of the proximal segment and resistance testing confirmed the electrical discontinuity. Microscopic visual inspection identified the lead had been twisted and braided. The lead damage was most likely due to twiddler's syndrome. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low pacing lead impedance measurement less than 200 ohms. Moreover, noise and low r-wave measurements were observed. Additional information received indicated that the device and lead were explanted. During extraction, twiddler's syndrome was noted. No additional adverse patient effects were reported.

Event description:
--